Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed increased sensing integrity counter (sic) and a one time raised impedance/impedance spike. It was noted that the patient had an ablation procedure on the same date as the noted impedance issue and increased sic reading. The lead remains in use. No patient complications have been reported as a result of this event.